Event description:
It was reported that a user experienced a pairing failure on the ilet while attempting to connect a libre 3 plus sensor; upon guided troubleshooting, the sensor was rescanned and entered the warmup period, indicating successful initiation of pairing. Symptoms included no reported adverse clinical effects. Outcomes included restoration of sensor pairing with no interruption to therapy reported. Investigation included customer interview and device-use troubleshooting focused on sensor scanning and pairing workflow. Investigation of this case revealed that the issue was resolved through reattempted pairing with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or process-related and resolved by standard troubleshooting.